Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the pt might be non complaint which could have been the reason for fracture, but cannot be confirmed with the available info. The surgical technique used is unk, no post op x-rays were provided and bone quality is unk. The review of complaint history showed no similar reported complaints of breaking for this device. Another possible cause of the implant breaking might be the bone was not adequately reduced during surgery resulting in nonunion, or the pt's bone did not mend normally, resulting in long-term loading on the implant and eventual product failure due to fatigue. Eval: review of the device history was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the implanted lag screw has fractured.